Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customers blood glucose (bg) level was impacted 440 mg/dl. The contact called the health care provider and local sales rep who advise the customer to delivered a manual injection to stabilize bg level. The contact stated the customer got sick and was looking sluggish, but had no injury due to the event. The customer loaded a new cartridge and the issue was resolved.